Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.